Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and mildly to moderately calcified right coronary artery. A 3.0mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, during first inflation at 12 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The device was microscopically and visually examined. There was blood present in the manifold. There was contrast and blood present in the inflation lumen and balloon. There was blood in the guidewire lumen. The balloon was loosely folded and not fully deflated, and the tip of the device was damaged. The device was soaked for an extended period of time to break up the blood and contrast within the device. It was then prepped with an inflation device filled with water and connected to the inflation port to inflate the device. The device inflated to rated burst pressure however the balloon did not inflate or deflate. The device was then soaked further as part of the inflation lumen appeared to still have hardened blood. Inflation was tried again and had the same outcome of the balloon not inflating or deflating. The device was then bent apart by cis at the hypotube to inflate at a different section of the hypotube using a stopcock and the inflation device. Again, the same outcome was present. The balloon was lightly compressed to see if any fluid would extract from the balloon and that failed. Because the balloon would not inflate or deflate, and no fluid would extract from the device there is no further testing that could be completed. Product analysis could not confirm the reported burst, as during functional testing there was no evidence the device had burst aside from blood content found throughout the device. All testing capabilities could not prove a hole was present in the balloon or the shaft of the device due to the amount of blood and contrast within the device.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and mildly to moderately calcified right coronary artery. A 3.0mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, during first inflation at 12 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.